Event description:
The customer contact reported a separation; subsequently, blood loss and a leak of a chemotherapeutic agent were noted. The tubing set was being used to deliver an unspecified concentration of taxol. After an unspecified length of time in use, it was reported that the nurse noted the patient's blanket was wet. At that time, the nurse noted that the tubing had separated from the distal end of the filter. It was reported that an unspecified volume of the chemotherapeutic agent leaked and an unspecified volume of blood loss was noted. The chemotherapeutic agent that leaked was cleaned up according to the user facility's protocol. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).